Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a no delivery alarm and compromised force sensor system alarm on the insulin pump. The customer's blood glucose level was 246 mg/dl. The customer stated that they had no delivery messages and keeps auto shutting off. Customer stated that they had received a compromised force sensor system alarm. Customer stated that they are unable to exit the "preparing to prime" loop. The customer was advised that the pump needs to be replaced. The customer was advised to revert to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was monitored and tested with no off no power anomaly, excessive no delivery alarms, prime/fill anomaly and compromised force sensor system alarm noted. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.